Manufacturer narrative:
(B)(4). As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc141200/(B)(4), plc181000/(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: potential adverse events that may occur and / or require intervention include, but are not limited to: endoprosthesis: improper component placement, surgical conversion, additionally, the IFU, states: the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: proximal aortic neck angulation not to exceed 60 degrees.

Event description:
On (B)(6) 2018, this patient underwent treatment with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe) for an abdominal aortic aneurysm measuring 8.3cm in diameter; and a right common iliac artery aneurysm (rciaa). Post deployment of the ibe components and the trunk ipsilateral leg component, multiple attempts were made to cannulate the contralateral gate but were unsuccessful. Imaging at this time determined that the trunk ipsilateral had been landed more proximal than intended covering both renal arteries, the superior mesenteric artery and the celiac trunk. The physican chose to convert the patient to open repair and all devices were explanted. The patient tolerated the procedure and is doing fine. It was reported that the patient had not been a good candidate for endovascular repair as his anatomy was very tortuous, and the proximal aortic neck angle exceeded 60 degrees. The patient was also reported to have mural thrombus in the rciaa.